Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy effluent and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the day of onset for the peritonitis. Treatment information for the peritonitis was not reported. The cause of the peritonitis event was unknown. Dianeal therapies were ongoing until the day of discharge from the hospital when they were reportedly discontinued. Ten days after hospitalization started, the patient was discharged from the hospital. On the day of hospital discharge, the patient passed away. The cause of death was reported to be coagulopathy and peritonitis. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The patient was born on an unreported date in (B)(6). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.